Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not powered on with button depression and test strip insertion. The meter was de-cased and internal visual inspection was performed, no issues were observed. Faulty component not identified the meter was observed to be connecting to the pc, meter download was successful. Observed that the meter beeped when button was pressed, indicating that the meter was working, however the liquid crystal display (lcd) was not functioning correctly. Investigation of the returned product determined the cause to be isolated to the liquid crystal display (lcd). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.